Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device check it was noted that the right atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient experienced no complications during the procedure.